Event description:
The customer reported that the device alarmed for n56 (replace battery). A review of the entire device log during investigation showed n56 (replace battery) messages. The device battery was reset in biomed mode and charged. The complaint was confirmed and the probable cause was the device not being charged, which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.